Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, and cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, and cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed an unknown contaminant on the top enclosure and dust-like contaminant on the top enclosure, front panel, rear panel, bottom enclosure, inside the inlet of the blower box, on the blower, blower seal, and blower box. They observed hair-like particles on the bottom enclosure. They observed piece of plastic-like material on the interior of the top enclosure and a keratin-like substance was observed on the outlet of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There was 1 error found. The manufacturer concludes there was evidence of sound abatement foam degradation in the device and was not able to address the symptoms specified. Section-d and h has been updated.